Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The data acquisition board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to initiate mechanical ventilation. There was no report of patient involvement.